Manufacturer narrative:
The analyzer serial number is (B)(6). A patient sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient on a cobas e 801 analytical unit. The customer stated that the patient's troponin t results have stayed high while other cardiac marker tests have trended to normal range over time. The customer states that the troponin results do not match the patient's clinical picture. On (B)(6) 2024, the patient had a troponin t result of 0.371 ng/ml. On (B)(6) 2024, the patient had a troponin t result of 0.451 ng/ml. On (B)(6) 2024, the patient had a troponin t result of 0.380 ng/ml. On (B)(6) 2024, the patient had a troponin t result of 0.417 ng/ml.

Manufacturer narrative:
The patient sample was received for investigation. The investigation was able to confirm the customer's troponin t result and did not identify an interfering factor in the sample. The investigation did not identify a product problem.